Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted

Event description:
It was reported that the icp microsensor stopped reading after approximately 4-5 days. The junction part between transducer and the tube was broken. And it was displayed ¿transducer not detected¿ when the returned icp (express/ cable) was connected to the returned icp sensor. Therefore the icp was removed. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by hospital. The products will be returned to your site.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The sensor was returned for evaluation. The internal wires were broken inside the catheter at the connector. The catheter was kinked 35.5 cm and 147 cm from the tip. Due to the condition of the device was it was received, no functional testing was possible. It is possible that the device was damaged up on removal from the patient. A review of manufacturing records for the component found that the sensor met all quality testing/inspection specifications prior to distribution. Based on the information provided, the reported issue was not able to be evaluated. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.